Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the error e433, signs of damage to the heat sink of the rectifier diode on the high voltage power supply board and the high voltage power supply board bend were likely due to a component failure of the high voltage power supply board. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection the generator has a e433 error, there were signs of damage to the heat sink of the rectifier diode on the high voltage power supply board, and high voltage power supply board bend. There were no reports of patient involvement.